Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, maquet plate on the mount knob came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Lot number : 25122435. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. Blood was seen in the suction cups on the baffle. There were no other visual defects observed. Based on the results of the visual inspection, the reported complaint is confirmed for "detachment of device or device component." A mechanical evaluation was conducted with the input of engineering. A reference device was locked on the set of blades and force was applied in a lateral direction such that the plunger housing cap would detach in a similar way as the complaint unit. It was noted that extreme force was required to replicate the failure mode. The certificate of conformance (c of c) was reviewed for the detached component. The vendors certify that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, maquet plate on the mount knob came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.